Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while laying on her left side. The shock was a result of the device oversensing noise. It was noted the patient had lost some weight since implant. Attempts to re-create the change in amplitude was successful with having the patient lay on her left side. Boston scientific technical services (ts) discussed reprogramming sensing vectors. No further issues and no adverse patient effects have been reported.